Event description:
It was reported to us that the carendo operated by itself. The shower chair was repaired by changing the hand control.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided upon completion of the MFR's investigation.